Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. When the power was applied to the rf generator, the generator failed to boot which confirmed the reported event. Further investigation revealed the rf generator had a dislodged upper assembly microprocessor compact flash card. When the compact flash card was re-inserted, the unit booted up and the main menu screen was displayed successfully. The burning smell was also confirmed by spotting charred/burned components on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
This report is to advise of an event observed during analysis confirming a charred component observed within the generator.